Event description:
It was that during a adjustable gastric band procedure, the device's tab tore when being pulled through the trocar by the loop. Another device was used to complete the procedure. There was no adverse consequences to the patient.